Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having connect power alarms while connecting to their mobile power unit (mpu) and low voltage when both power cables were connected. Log file review captured low voltage hazard events on (B)(6) 2022n while using the mpu and no rsoc voltage was registered on either power lead. The patient switched back to battery power, at which time they had low flow events. There were also random power cable disconnects noted throughout the file.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low voltage alarms was confirmed via the submitted log file. A review of the submitted log file revealed 256 events spanning approximately 4 days (23jun2022 ¿ 27jun2022 per the timestamp). The log file captured atypical power cable disconnect alarms on 24jun2022 at 21:42:07-21:42:12 then on 25jun2022 at 20:05:13 ¿ 20:05:18 due to the relative state of charge (rsoc) voltage on the white power cable dropping to approximately 0 volt; the alarm was associated with a "rsoc invalid fault" event. These atypical alarms occurred while connected to mpu. There was one power loss event on 26jun2022, from 21:09:07- 21:10:29; this was most likely caused by the mpu's power cord coming loose from the wall outlet or the house losing ac power. The controller alarmed with transient power cable disconnect and low external power (low voltage) hazard alarms. During this time, the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. Within ~1 minute of these alarms, the external power was restored, and the no external power alarm was resolved at 21:10:36. The mpu was returned for analysis to the service depot and was evaluated and tested on 24aug2022. The mpu powered on as intended, and a functional test was performed. The mpu functioned as intended. The reported event was not able to be reproduced. The functional check was performed per heartmate mobile power unit service process where all applicable tests passed. The mpu is returning to a customer site. The reported event could not be correlated to an issue with the mpu. The device history records were reviewed and the records revealed the heartmate mobile power unit was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 08sep2021. The power cord in use with a v-lock connector. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage alarm conditions, power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. The heartmate 3 patient handbook under section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The mobile power unit was exchanged and no further alarms occurred.